Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited out of range pacing impedance, elevated pacing thresholds, and loss of capture. This observation was made one day post implant, while the patient remained in the hospital. An x-ray was obtained, which demonstrated normal lead position. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew. The physician will invasively evaluate the setscrews on this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely and operated normally. Lead impedance testing showed normal values. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. Laboratory analysis was unable to confirm the reported clinical observations as the device functioned appropriately during analysis.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited out of range pacing impedance, elevated pacing thresholds, and loss of capture. This observation was made one day post implant, while the patient remained in the hospital. An x-ray was obtained, which demonstrated normal lead position. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew. The physician will invasively evaluate the setscrews on this device.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Five years later, this device was explanted and replaced with no field allegations. The device has since been returned and is currently in analysis. When additional information becomes available, this report will be updated.